Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to patient had a previous infarct, and the physician could not get good numbers. Additional information received indicates that the lead exhibited high pacing thresholds and had intermittent capture. This lead was never in service. No adverse patient effects were reported.